Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4) - 115 (B)(6), (B)(4) - 115 (B)(6), (B)(4) - 115 (B)(6), (B)(4) - 115 (B)(6), (B)(4) - 115 (B)(6), (B)(4) - 115 (B)(6), (B)(4) - 115 (B)(6), (B)(4) - 115 (B)(6).

Event description:
Dexcom was made aware on (B)(4) 2018, that on 11/03/2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The root cause was the transmitter and app were unable to establish a connection. No additional event information is available.